Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device reached recommend replacement time (rrt) after three years and two months. It was also reported that the left ventricular (lv) lead output/pulse width was programmed to higher values because of the lv lead migration three months after implant, resulting in high pacing threshold which may have contributed to the early battery depletion. The crt-d device was removed and replaced with a new device and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned to the manufacturer and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.